Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving right sided stimulation coverage from his scs system. Diagnostic testing revealed high impedance readings on multiple lead contacts. The patient stated during a recent "lightening" storm, his stimulation was switching from leg to leg and then it suddenly stopped. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where the physician opened the pocket, disconnected the lead from the ipg and attached a trial cable to the patient's lead with contacts reflecting high impedance readings. The sjm representative tested the lead and the issue of high impedances continued to persist. As such, the physician decided to explant the lead and replace it with a new one. Intra-op testing revealed normal impedance readings. In addition, the patient reported effective stimulation coverage postoperative and the reported issue is now resolved.